Event description:
During product evaluation, a baxter employee reported a colleague infusion pump with failure code 550:320:844:0000 which was caused by a disconnected main speaker harness; which failed to inaudibly alarm. There were no reports of patient injury or medical intervention. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:844:0000 was discovered and confirmed during product evaluation by baxter personnel. This condition was caused by a disconnected main speaker harness. The speaker harness was re-connected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.